Event description:
The iab leaked. This was the only info at the time of the report and when the iab was returned. The following was reported to datascope on 4/29/99: the iab was inserted emergently in the operating room on 3/26/99 in order for the pt to come off cardio-pulmonary bypass. The pt developed hypotension, metabolic acidosis, ischemic bowel, anemia and a coagulapathy with a hematocrit of 14. Balloon augmentation had decreased early in the am, the "rapid gas loss" alarm sounded. Blood was noted in the catheter tubing. The iab was removed by the physician assistant. The pt's status deteriorated more. Another iab was used. It was reported that the pt expired on 3/27/99 due to a catastrophic neurological event but it was unknown if it was related to the iab event. It was also reported that after the iab had leaked and when poor augmentation was noted prior to the leak, the nurse manually inflated and deflated the balloon until it was removed by the physician asst. (Multiple event to complaint number 99-00841 and 99-00842). (Event complications: unk-rpt'd 3/31; neurological followed by) death on 3/27/99. (Pt's current status: expired on 3/27/ reported d4/29).